Event description:
The customer reported circuit breaker trips. Further information received from the fse indicated that if the customer experienced this issue it is likely the system experienced an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.